Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site us0031 5744 - (r1007059501, r1007058001, r1007922501, r1007924001, r1007922101, r1007926701, r1007927401) it was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got fully re-sheathed 2 times due to the implant being too high and non-uniform expansion. After deployment, the valve migrated in the ventricular direction. The valve was snared and pulled back into the ascending aorta. A non-abbott valve was then implanted into the annulus. On (B)(6) 2026, the patient had elevated troponin levels. On 22 may 2026, the patient experienced anemia, hypokalemia, dizziness. Potassium, ivf and and transfusion was performed as treatment. On (B)(6) 2026, the patient experience hypertension and was administered, losartan, hctz, clonidine, labetalol, and hydralazine.